Event description:
It was reported that the patient presented in clinic. Device interrogation showed that the patient's pacemaker exhibited possible premature battery depletion. The pacemaker was explanted and replaced. The patient was discharged under stable condition.